Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the unit would not run in reverse. It was further determined that the white motor wire was broken, and an unknown substance was found on the motor and the electronic control unit (ecu) components. Therefore the reported condition was confirmed. The assignable root cause of the broken wire was determined to be due to wear from normal use and servicing. The assignable root cause of the unknown substance on the components was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the electric pen drive (epd) device would not run in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.